Event description:
The customer called for help with this contour meter. He alleged that he performed a control test using high control solution and received a result of 496 mg/dl. The high control range was not provided, but should be around 300-420 mg/dl. No adverse events were alleged. Normal control solution was sent to the customer for further troubleshooting. No product will be returned at this time.